Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was not returned for evaluation. However, the investigation conducted confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Therefore, there is no indication that a design or manufacturing issue of the sasi has caused or contributed to the reported complaint condition. Based on the investigation findings, the potential cause for the unlatching of the sasi is traced to use error.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device opened during the tibia cut. It was reported that there was a 10 minute delay in the procedure in order to switch to manual instrumentation. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. It was reported that the procedure was successfully completed. It was reported that the device was being used with a robotic assisted base station device. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: unknown. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.